Event description:
Caller reported occlusion alarms occurred, leading the customer's blood glucose level to 501 mg/dl. Customer took corrective actions by taking a bolus from the pump and a manual dose injection. To resolve the issue, customer changed the infusion set and cartridge, then resumed insulin.